Event description:
A malfunction occurred on the customer's pump. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer acknowledged understanding how to manage the transition and will use multiple daily injections as a backup therapy. They were advised to return the problematic pump to tandem and understood all instructions provided.